Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer was reviewing the device diagnostic report (drpt) history and found that the primary alarm failed alarm occurred on 15jan2025 showing that the power speaker failed, and the motor speaker passed. The customer tested both speakers with a multimeter and found that both were reading 7.7. Ohms which are within the expected measurement range. The customer ensured that none of the braided wires were touching the speaker housing as specified in the service manual. The customer determined that because both speakers measured the same with the multimeter and no wiring issue was found, both the motor controller (mc) and power management (pm) printed circuit board assemblies (pcbas) were replaced. This investigation is ongoing.

Manufacturer narrative:
The customer initially determined that because both speakers measured the same with the multimeter and no wiring issue was found, both the motor controller (mc) and power management (pm) printed circuit board assemblies (pcbas) should be replaced. In a good faith effort (gfe) response received on 06feb2025, it was clarified that when the device was evaluated, it was observed that the speaker was disconnected, so the speaker was reconnected to resolve the device issue. The replacement speaker assembly that was ordered was returned without being used. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.